Event description:
The ice catheter device had a transducer that was too far back in the catheter, making it almost impossible for the nurse to flush. Once the nurse finally got it flushed, it filled up with blood and would not flush again. The device was removed and replaced without further incident or injury to the patient.====================== manufacturer response for intracardiac echo catheter, ultra ice======================the device has been requested for evaluation.